Event description:
End user alleges he was using a invcacare shower chair without back and the left and right front leg went straight out and dumped the end user out of the shower. End user states went to urgent care, and alleges the shoulder has bruising of the muscle and shoulder joint.